Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion set's tubing was detached at the quick release site, which was noticed after some time, when the patient visited his doctor. The site location was the patient's abdomen and the pump was clipped on the left side. Reportedly, the patient's blood glucose level at the time of the incident was 411 mg/dl. The infusion had been in use for 6-7 hours and the infusions were stored at the room temperature. There was not stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. Currently, as per report dated 11-oct-2019, the patient was fine and was doing well, although he knew that he had raised blood glucose levels for which he will deliver a bolus. No further information available.